Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted videolaparoscopy for hysterectomy with bilateral salpingectomy, appendectomy and cystoscopy surgical procedure, after 3 hours of surgery, the fenestrated bipolar forceps (fbf) steel wire broke with 05/14 lives. The procedure was completed with no reported injury.